Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular group that prior to cardiopulmonary bypass, during setup, the port on the manifold was broken. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.